Event description:
Customer's health care provider reported an issue with patient's freestyle blood glucose meter. She reported the patient changed her medications based on the meter readings. The health care provider reported the following meter readings taken within 10 minutes from the finger at the time of the event: 359 mg/dl and 149 mg/dl. However, when the readings were plotted on a parkes error grid, they fell into the "a/b" zone showing that the values were not clinically significant. The health care provider reported that the patient "lost the consciousness and had almost a seizure". She experienced following symptoms: dizziness. The paramedics were called and the patient went to the emergency room at the hospital. The health care provider reported the patient being treated with an unk intravenous solution; however, no diagnosis was reported.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow up report will be submitted if the meter is returned.